Event description:
It was reported that a patient underwent a CABG on (B)(6) 2022 and suture was used. Post-op, while in recovery the patient had a wound dehiscence. Upon re-operation, it was found that the suture had broken. Re-closure was performed. The patient is doing fine.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot and the manufacturing criteria were met prior to the release of this lot. (B)(4). Device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how the wound dehiscence was corrected? Surgeon performed a re closure were the suture ripped. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Suture removed and another 4-0 prolene was used for re closure. Besides wound dehiscence, was there any adverse consequence associated with the patient? Patient doing well. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? Unknown information surgeon did not share this patient information. The diagnosis and indication for the index surgical procedure? CABG. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Both procedures open cv. On what tissue was the suture used? Tissue where suture was used was the right atrium as described by attending surgeon what tissue dehisced? Yes. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Surgeon did not describe the tissue condition. How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Was explained to me with the multiple knots of the suture were still in tact. The suture broke away from the knot formation. What instruments were used in this procedure to handle the suture? As far as was explained to me, a needle grasper. Does the surgeon routinely use needle graspers or other surgical instruments to handle the suture? Yes. Onset date/time of dehiscence? (# post op days). Within 1 day post op both instances. Please describe any medical/surgical intervention required for the wound dehiscence including date and findings. Surgeon explained that re exploratory was performed to find the site of bleeding in both instances the suture line was ¿non existent¿ as was described to me by the surgeon. Please describe the appearance of the suture during the second procedure. Suture from either procedure was not secured. Was there any precipitating stress factor for the suture breakage? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? After the re closure was performed, no additional suture deficiency was reported what is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon was not assumptive, just would like to know how this happened with a non absorbable suture like prolene. What is the patient's current status? Surgeon confirmed both patients are doing well. If applicable, will product be returned? If so, please provide the return date and tracking information. The suture from the same lot(box stored in cv room) has since been sent back to ethicon for investigation. Sent on 2/14/22 please provide the exact anatomical location that the prolene suture was used explained was used on the right atrium. Note: events reported in 2210968-2022-01579, and 2210968-2022-01581.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: cases of post op suture breakage with prolene 4-0 suture. All uneventful procedures. Patient was fine for 4-5 hours post op. Then after coughing, the patient experienced emergency bleeding. Reoperation was performed. The suture broke and was lost in the pericardium. There was a hole in the atrium and a large pericardial effusion. All patients are doing fine after the bleed was repaired. No change to approach or technique. Nothing new. This is a teaching hospital, but all cases were performed by surgeon. No intraoperative problems. Two layers of same suture used in high pressure areas with no problems. One layer of suture used in the retrograde site which is the site that the suture broke. Dr bailey stated it doesn¿t seem necessary to double the suture in a low-pressure site and they have been doing it this way for 25 years collectively. They use a purse string technique, and they don¿t use clamps on the suture.